Event description:
Baxter reported that a pt adaptor separated from the transfer set during use. The transfer set was in use for 60 days. The actual sample was available for eval. There was no pt injury or medical intervention.

Manufacturer narrative:
.